Manufacturer narrative:
Evaluation summary:the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported that several weeks following intraocular lens (iol) implant surgery, a patient reports monocular diplopia while drawing blue diagrams on a computer. His employment requires him to perform this activity. Additional information was requested.